Manufacturer narrative:
Analysis: the valve has recently been returned to manufacturing for evaluation. Product analysis is currently in progress. A supplemental MDR follow-up report will be sent to FDA with findings from device inspection. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: an exact cause has not been determined for the reported event.

Event description:
Information received indicates the valve was retrieved due to intermittent disc impingement (sticking). The report states no pannus overgrowth formation or thrombus was noted on the device at explant. The valve was replaced with no additional patient complication reported.